Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device is related to the reported event of deflation received on (B)(6) 2022, with lot number 1433807. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a cracked valve seat diaphragm valve and observed three openings assessed as surgical damage. Additional observations: ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, the device has been explanted.